Event description:
It was reported that a patient was having a pocket revision surgery tomorrow to move the implantable neurostimulator (ins) from the right buttocks to the left due to it being uncomfortable where it was. Additional information was requested but unavailable at the time of this report. Additional information would be added as it was received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that the patient had no symptoms; she just wanted the battery moved from one side of her buttocks to the other.

Manufacturer narrative:
(B)(4).